Event description:
Fractured and embolized cook celect ivc filter struts. Dates of use: (B)(6) 2011, (B)(6) 2016. Diagnosis or reason for use: dvt s/p gunshot (B)(6) 2011. Three fractured ivc filter legs 2 embolized, one to right atrium, one to right lower lobe lung.